Event description:
Reportedly the empty pump had been associated with scheduling the refill.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l80990, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump had gone dry. It was stated that the patient withdrawal symptoms of temperature changes, sweating, and chilling. At the time of report, the pump contained dilaudid, clonidine, and bupivacaine; however, it was unclear if these were still in use at the time of the event.